Manufacturer narrative:
Submit date: 08/12/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports our ep lab had a syringe, item# 1182000777 and lot# 610911x, that the luer tip completely cracked off when they were using it. This was very concerning to them since there is blood in these syringes which can squirt and hit the staff when it breaks. The syringe actually "exploded" while doing an left atrial angiogram. So, the worry was not too much about the blood (because it was actually a syringe of contrast), but the fact that it was stick on the stopcock with a broken syringe that was open to air. The staff was very worried about an air embolism. The staff did close it immediately, pry it off with hemostat, because the top was stuck on the stopcock and it was near impossible to pull it out without damaging the equipment that was already on the left side of the patients heart. He was able to get it off, but if he wouldn't have, we would have had to pull it out and open up all new transseptal equipment. The staff did put another syringe on immediately and pull back any air that had gotten into the system.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample involved in the complaint event was received for evaluation. The manufacturing site received one unpackaged sample with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. The luer tip and skirt of the syringe barrel and approximately ¾¿ of the barrel face was detached from the syringe. The syringe barrel was cracked in two locations on the barrel wall. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Based on the visual appearance of the molded barrel potential contributing factors to broken luer tip or incomplete molding of the luer tip include, but are not limited to: the molded barrel was cycled twice through the molding process. Poor cleaning of the molding tool after defect ejection short. Customer not following standard instruction when loading the injection equipment, given the high plunger/tip pressure. The molding machine is programmed to stop and alarm when the molded components do not properly eject from the molding tool. Review of daily/weekly cleaning and maintenance records during the manufacturing time frame verified activities were completed and control of the manufacturing environment was maintained. The following control mechanisms are in place to prevent the occurrence and acceptance of molding defects during the assembly and packaging process: medtronic maintains a material verification process. The resin must pass a certification review and laboratory verification before material is released to the floor for production. The rubber tips must pass an inspection and certification review before they are released to manufacturing for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding and syringe assembly machine. Gowning and personal protective equipment requirements are defined for the manufacturing areas. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Molding processes are validated to ensure product quality during controlled processing. The manufacture of the molded components is conducted within a validated process. Critical dimensions are gauged to ensure dimensional requirements are met. Specifications exist for allowable gate string and flash on molded components. Preventive maintenance of the molding tools is conducted at required frequencies, in order to ensure process capability is maintained. Molding machines are programmed with various stops and alarms to ensure the molding process is in control during the manufacture of molded components. Periodic inspections are conducted to verify product specifications are met. The coating of the rubber tip with silicone is conducted in a validated process. Incomplete coating of the rubber tip results in non-assembly of the rubber tip into the syringe barrel i.d. Periodic requirements are established for the cleaning and maintenance of the rubber tip coating tumblers. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. Immediately prior to the introduction of barrel lubricant and the rubber tip to the barrel i.d., the barrel i.d. Is clean to ensure no fine particulate is present. Periodic requirements for equipment cleaning maintenance are defined and documented visual inspections are conducted on a periodic basis during the barrel printing, syringe assembly and packaging processes. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Process inspectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required acceptable quality level has been met per the specification. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.